Event description:
Customer reported a sample containing anti-e did not react with 0.8% resolve panel a lot 8ra193, when incubated for 15 minutes. No death or serious injury is associated with this event.